Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited over-sensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.